Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a patient with a previously implanted medtronic surgical valve with stenosis and a mean gradient of 56 mm hg, at an implant depth of 2mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc), the mean gradient was 15 mm hg, per the echocardiogram. A post-implant balloon aortic valvuloplasty was performed. Upon inflation of the balloon, the valve dislodged into the ascending aorta with the balloon still inflated. It was not known if the pacing failed or if the balloon catheter was inadvertently pulled resulting in the dislodgement. The dislodged valve was snared into the descending aorta. A second transcatheter valve was implanted at a depth of 5mm on the ncc and 6mm on the lcc. The gradient post implant of the second valve was 9 mm hg. No additional adverse patient effects were reported.